Event description:
A caregiver of a peritoneal dialysis (pd) patient contacted fresenius technical support to report that a liberty select cycler alarmed with a ¿mwd - watchdog timer error¿ alarm during power up. The screen was also dim. The customer rebooted the cycler and issues persisted. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on transformer one (t1) on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. The touch screen test failed. When powering on the cycler, the ¿ok¿, ¿stop¿ and ¿up/down¿ arrows push buttons illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on transformer one (t1) of the inverter board with lot code 2236 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. A pre-accelerated stress test (ast) 2hours 15mins 8500ml simulated treatment was performed without any failures or problems. The watchdog alarm was encountered upon rebooting cycler after completing the simulated treatment. The failure was traced to cold solder cracks on the positive terminal of capacitor 8 (c8) on the functional board. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined.